Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analysis of the device memory indicated the impedance on the rv (right ventricular) defibrillation coil was beyond the expected upper range. It was noted rv defibrillation impedance is high and variable, averaging 110 ohms since (B)(4) 2014 with a maximum of 131 and minimum of 93 ohms since that time.

Event description:
It was reported that the right ventricular (rv) lead impedance alert triggered due to high defibrillation impedance measurements. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.